Event description:
The customer stated that the device gave a result of "lo". The customer opened a new vial of glucose strips and tested with result of 256mg/dl. The customer stated they did not eat and stated that they passed out within 2 hours. The customer was given orange juice and glucose paste. The customer was taken to the hospital and admitted for non diabetic issues, high blood pressure and low heart beat. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.